Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 193 mg/dl. The customer treated with a manual insulin injection. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be loose. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had bleeding on lcd glass, minor scratched lcd window, and cracked reservoir tube lip.